Manufacturer narrative:
Z-0950-2017, z-2718-2020 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly with keypad, dim u2,u3 on display board, bezel assembly, ail assembly, membrane frame, left and right iui. Lvp bezel post recall completed the failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 12nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of the door assembly a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device was broken/damaged, cracked bezel. There was no patient involvement.

Event description:
It was reported by the customer that the device was broken/damaged, cracked bezel. There was no patient involvement.

Manufacturer narrative:
Additional information added for biomed as a health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly with keypad, dim u2,u3 on display board, bezel assembly, ail assembly, membrane frame, left and right iui. Lvp bezel post recall completed the failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of the door assembly. A review of the device history record showed the device had a manufacture date of 12nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device was broken/damaged, cracked bezel. There was no patient involvement.